Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred after bolus was delivered. A cartridge change was performed resolving the alarm. Customer's blood glucose level was 144 mg/dl.